Event description:
It was reported that during a cervical spine locking plate procedure of c5-c7, the surgeon inserted the plate and one screw with no problem. As he was seating the second screw into the plate, the flanges broke off. The surgeon tried backing out the screw with a screwdriver, but the screw would not come out. The surgeon then used the conical extraction screw to extract the screw, but the tip of the conical extraction screw broke off into the screw. The surgeon was able to use pliers to break off the other remaining flanges and burr down inside the screw to pull the plate off. The surgeon then pulled the plate off over the first screw that was implanted in patient. He was able to use vice grips to remove the first screw. The surgeon selected a new plate and screws to complete the procedure with no further problems. All broken pieces were retrieved with no harm to the patient. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. (B)(4). Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was manufactured by unique instruments inc. And processed per specification requirements. The device was returned for a manufacturing evaluation and, due to an unknown cause, the part is missing the tip. Since tip is missing, a dimensional analysis on that portion of the instrument could not be performed. There was no unusual wear or cosmetic damage to the part. This complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: a product development event evaluation was also performed. The driver has a relatively small cross sectional area, which is required to engage the head of the screw. Due to the conical shape of the instrument, the varying cross section can be susceptible to breakage if not fully engaged in the screw. The cross sectional shear area will increase as the screw head is further engaged. There is a possibility that the surgical technique or patient anatomy was such that the instrument was not perfectly on axis with the screw head. It cannot be completely determined what the cause of the incident was. There is a possibility that the screw was not fully engaged or the driver was loaded with a slight bending moment. In both scenarios, the stress would be greater than typically anticipated on the instrument and could lead to breakage. This complaint is indeterminate from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).